Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low reservoir alarm anomaly. The customer's blood glucose reading was 152 mg/dl. The customer stated that the alert was set to 20 units but her pump status screen showed 88 units. The customer mentioned that the alarm comes and goes on its own and will not give her an option to highlight the alarm or clear it. The insulin pump was returned for analysis.